Manufacturer narrative:
The ra lead was retained by the hospital. This report will be updated should additional information become available.

Event description:
Boston scientific received information that during a procedure to replace this patient's right ventricular (rv) lead, the extraction equipment broke the right atrial (ra) lead. The ra lead was explanted and replaced. No additional adverse patient effects were reported.